Manufacturer narrative:
Exemption number: e2015015. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 5 in the mouth, primary stability was not achieved and the implant was not completed covered with bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day the dental implant was placed in ada site 5 in the mouth, primary stability was not achieved and the implant was not completed covered with bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.